Event description:
It was reported that the pt had an MRI. A motor stall and recovery were not found on the pt's event logs; the pump was interrogated twice after the procedure. They were unsure how to confirm that the pump was working properly if a motor stall should have been present due to the MFR and that did not occur.

Manufacturer narrative:
(B) (4).